Manufacturer narrative:
A perfluoropropane ophthalmic gas cylinder tank was returned to the contract manufacturer for investigation. Per the manufacturer, the gas in the cylinder was analyzed by gas chromatograph (gc) which confirmed the gas to be perfluoropropane with an air concentration of no more than 100 ppm. No unusual gc peaks were noted indicating that the product met specifications. Per the manufacturer, a review of confirmed complaints showed no trends for short perfluoropropane gas bubble duration. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that an ophthalmic gas bubble was instilled into a patient's eye during surgery. At day-one postop evaluation, the bubble was approximately 75% of the anticipated size. Patient impact information is unknown. Additional information received clarified that the gas instilled was perfluoropropane at 14% concentration that was mixed with filtered room air.